Event description:
It was reported the system had an ma on in error message. This error results in a system shutdown. The customer was able to recover from this error. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro function board was replaced during the service call. The system was tested and found to be working as intended and put back into service.